Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd catheter experienced a catheter adapter/connector/hub that was unable to connect to the mating component. It is unknown whether the incident occurred before/during/after use. The following information was provided by the initial reporter: arterial connection loose, no adhesion between tubing system and art. Screw connection.

Manufacturer narrative:
Bd has not been provided with photos or samples to investigate for this record. Unfortunately, as a result, bd is unable to verify the reported issue or determine a definitive root cause. Bd understands a defective hub connection issue took place. Based on our experience, this issue could be because of defective connectivity due to a defective luer dimensions or any damage in the syringe tip, but it could be also related with the handling of the product as some insufficient adjustment between the devices by the end user. No corrective actions are required at this time. A review of the device history record could not be performed as a lot number was not provided for this incident.

Event description:
It was reported that an unspecified number of an unspecified bd catheter experienced a catheter adapter/connector/hub that was unable to connect to the mating component. It is unknown whether the incident occurred before/during/after use. The following information was provided by the initial reporter: arterial connection loose, no adhesion between tubing system and art. Screw connection.